Event description:
While using an alaris IV pump, cassette, the nurse (rn) programmed in an antibiotic intravenous (IV) piggyback to infuse over 30 minutes, a few minutes later she returned to find that the pump had allowed the free flowing of the antibiotic into the IV line, the infusion was done rapidly and not according to rate that was set on the pump cassette.